Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 5.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for about 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There was no patient injuries reported, and the patient was in good condition after the procedure.